Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were foul smell, low grade fever and tenderness in the back. Antibiotics were prescribed. The physician did not believe that the infection was device related but was certain that the infection happened right after a previous revision (MFR report #: 3006630150-2014-01225) where more than one incision was made. The patient underwent an explant procedure. The patient was doing well postoperatively.